Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother was reported via phone call hospitalized due to high blood glucose. The customer's blood glucose was over 500 mg/dl at the time of incident and 147 mg/dl at the time of call. The customer stated that they treated her high blood glucose with an insulin drip. The time of the emergency visit was 11am and the date of the emergency visit was (B)(6) 2015. The customer's mother stated that her daughter's blood glucose was 230 mg/dl and went up to 480 mg/dl prior to the hospitalization. The customer also stated that her daughter felt sick due to the high blood glucose. Troubleshooting did not found any issues on the insulin pump. The insulin pump was will not be returned for analysis.